Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended and the anomalies were noted on the firing speed. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the nurse reports that the device would not reverse blade. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon said he used a black reload on the first firing on the pylorus of the stomach without buttress material, he heard to motor make a unusual sound like it was struggling to cope with the tissue thickness, however it did cut and staple correctly. However, on the second firing with black reload without buttress, it again struggled and the motor made an unusual sound. The device did cut and staple, however the knife blade remained at the distal tip of the reload and did not return back to the neutral position. Hence the surgeon could not open the device. He had to use the manual override mechanism to manually return the knife blade to the home position. The nursing staff then opened up a new ple60a and continued on with the case successfully. The patient is fine.